Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: events reported via 2210968-2022-04007 and 2210968-2022-04005.

Event description:
It was reported that an animal underwent a dental procedure on (B)(6) 2022 and suture was used. During the procedure, the doctor kept trying to use it and then the suture itself broke. Two other sutures were used, and the same thing happen with those two as well. The procedure was completed with no patient harm. No adverse patient consequences were reported. Additional information was requested.